Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician and was awaiting device explant. New information indicates that atrial lead noise and inappropriate ams was noted. The pacemaker was explanted and replaced on (B)(6) 2025. No changes or intervention on the atrial lead was reported. Further information was requested, but not yet available. The patient condition was not reported.